Event description:
After performing an ercp on a pt, the physician used the dilatation balloon to dilate the patient's papilla. The doctor reported that the balloon was not tested prior to the procedure, as he thought that it would be difficult to insert the balloon into the scope. The physician advanced the balloon to lesion and began inflating it. He increased the pressure of the balloon up to 2 atm's, but he found that the air pressure was decreasing. The balloon's position was checked under fluoroscopy, confirming that the balloon was completely in the patient's biliary. The physician then deflated the balloon, confirming under fluoroscopy that the balloon had deflated. He then attempted to remove the balloon from the pt, but encountered restriction. The shaft was pushed, but it would not move. The doctor was unsuccessful in his attempt to pull the scope and to remove the balloon with the whole system. Eventually, he pulled the balloon by force, but the shaft stretched. The physician then began a surgical procedure in his attempt to remove the device. An incision was made in the patient's biliary duct, and an attempt was then made to remove the balloon with forceps. This attempt was also unsuccessful. Another incision was then made in the duodenal bulb, and the balloon was successfully removed. Upon removal, the balloon was found to have completely detached in the proximal location of the bonding. The doctor reported that subsequent to the procedure the patient's condition was good.